Event description:
It was reported that the ventilator had a data acquisition printed circuit board (pcb) analog to digital converter (adc) error. The issue occurred during set up with no delay to therapy noted. The customer performed troubleshooting with technical support and ordered a data acquisition (da) to motor controller (mc) board cable. Upon a follow-up with technical support the customer reported that after replacing the da to mc cable the issue was addressed and the unit was returned to use. The device was not being used for treatment when the reported event occurred. Based on information provided and/or service performed, the alleged malfunction was confirmed.